Event description:
It was reported that the nipple on the insertion handle had been snapped off. The sales consultant doesn't know how or when it happened. The surgeon used a backup handle for the procedure.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no complaint related issues were found. The product evaluation visual inspection revealed the tang was broken off the returned part. A CAPA was created and a design change was made to address this issue. This handle was made prior to the design change and prior complaints were dispositioned valid for this condition so this is valid, and the required corrective action has been implemented.

Event description:
This is report 1 of 1 for complaint (B)(4).